Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with degenerative scoliosis underwent posterior lumbar interbody fusion/oblique lumbar interbody fusion at l5/s. Intra-op, the peek cage was inserted forcibly to the inter-vertebral disc and it was found to be broken after it was placed using a pusher. The cage was not broken in two equal parts completely. A fragment of the cage which was less than half of the cage was removed. The other broken part was left inside the patient as support for the inter-vertebral disc and the surgeon filled bone to it. The surgery was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.